Event description:
Spoke with pt's mother stating that when pt was changing pumps, one cadd ms3 pump reset to the setup screen and asked for a pass code. Mother did not want to troubleshoot and requested replacement pump be sent. Pump was not in use and caused no harm to pt. Malfunctioning pump to be returned for inspection. No other info known. Remodulin 80nkm, continuous, subcutaneous. Dates of use: from (B)(6) 2016 to current. Diagnosis or reason for use: pah.